Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photographs submitted for evaluation. Two photographs of the distal end of the catheter were returned for evaluation. Only the distal end of the catheter was within the frame of the photographs. The device type could not be verified from the photographs but did appear consistent with the implicated 24g insyte autoguard. The needle was no longer inlaid within the catheter. The catheter appeared to have a small hole in the tubing near the distal end. The catheter material flared outward, away from the catheter shaft, indicating that the damage likely occurred from the inside of the tubing. Per an email from the account manager, it was observed that many users were moving the needle up and down in the catheter. The characteristics seen in the returned photographs, combined with the observations from the account manager, indicate that the catheter was likely perforated with the needle. Needle through catheter events can occur as a result of manufacturing or use of the product. Manufacturing generated occurrences of this non-conformance are mitigated by a combination of automated visual inspection systems and complete product inspections by trained quality professionals. Manufacturing generated occurrences of this nonconformance will result in an inoperable device. A device history record review showed no non-conformance's associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention.

Event description:
It was reported that bd insyte autoguard catheter becomes damaged. The following information was provided by the initial reporter: "while inserting a 24g catheter, the nurse noticed a small bubble under the skin. The vein was not successfully catheterized, and on checking the catheter, she noticed that it was pierced". On (B)(6) 2024 follow-up 1st attempt comments (rec): "1. Could you please provide a date of event? "30/05/2024" 2. Please confirm the number of products affected. "2" 3. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? "No, no serious impact, but the catheter had to be changed." 4. Did malfunction caused needle stick injury to healthcare worker or patient? "No" 5. Has there been any healthcare worker¿s exposure to blood or bodily fluids? "No" 6. Has there been any issue with safety feature? (Retraction failures, shielding failures, safety feature failed to cover the needle properly. Indicate whether the feature failed prior to use or during use). "No" 7. Have any other actions been taken? "No" " on (B)(6) 2024 today, I visited all the pediatric departments, including the emergency room, to review practices and provide information on the use of the bd insyte autoguard¿ catheter. It turns out that many users were going back and forth before insertion. I stressed the need to: rotate the cannula 360° to make sure it's not thermo-glued. Do not move the cannula back and forth, as this could perforate the catheter. A reminder of the insta flash reflux visualization window, a technology that helps during insertion.

Manufacturer narrative:
City exceeds character limits (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.